Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
((B)(4).

Event description:
This lead was explanted and replaced due to dislodgement. The physician was going to reposition the lead but after extending and retracting the helix a few times, a new lead was asked for. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.